Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the module runs intermittently with no error message and sporadic flat monitoring. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to obtain readings; however, if the cable connector was moved the device would lose signal and regain it. The device alarmed under alarm conditions. Internal inspection showed pin 5 of connector "j5" has an intermittent connection. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.